Manufacturer narrative:
The investigation performed by the manufacturer revealed that the damage was caused by the inner wire deterioration due to stress applied during up and down movements of the bed. The instructions for use for enterprise 8000x (746-585-en rev. 13) include the following warnings: "disconnect the bed from the electricity supply before starting any cleaning and maintenance activity." "Do not allow the mains plug or power supply cord to get wet." As per the preventive maintenance section of the instructions for use for indigo (416260-en rev. C), the indigo cables should be examined for cuts, abrasions, kinks or other deterioration. When any malfunction is noticed, the device should be immediately withdrawn from use until the service is performed and arjo employee should be notified. Arjo device failed to meet its performance specification since the power supply cable was damaged. The device was used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to burning marks on the power supply cable of indigo module (intuitive drive assist).

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Following the information provided the patient was placed on the bed when a loud bang was heard and power went out in the ward. The hospital technical staff found tha the bed was causing a power trip. The customer's technical staff inspected the bed and noticed that the indigo module (intuitive drive assist) power supply cable had burned out. No injury was sustained. The evaluation performed by arjo service technicians revealed that the power supply cable became damaged at the bending point and caused a short circuit. Black marks were visible on the cord. The part was replaced and reinstalled in accordance to the instructions. The correct functionality was confirmed after the repair.

Manufacturer narrative:
The investigation is pending. The conclusions will be provided within the follow-up report once the investigation is completed.